Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. Imaging was difficult however the clip delivery system (cds) was advanced to the mitral valve and grasping attempted. The posterior leaflet was unable to be grasped after several attempts therefore the physician decided to exchange the device for another. The cds was removed when it was noted the gripper arm was not lowering as it should. The procedure was completed with another clip, reducing mr to 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported inability to actuate grippers was not confirmed. The reported positioning failure and poor imaging resolution could not be tested via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided a conclusive cause for the reported inability to actuate gripper cannot be determined. The positioning failure is a result of the inability to actuate grippers. There is no indication of a product issue with respect to manufacture, design, or labeling.